Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The manufacturer technical support (ts) confirmed the reported fail system leak test issue. The customer states he will tighten the port to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported fails system leak test. There was no patient involvement.